Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found that the k7 of the drive assembly was clicking. To address the issue, the fse replaced the drive manifold assembly. Full calibration and functional checks were performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was making a click sound during inflation. There was no patient harm and no adverse event was reported.